Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the malfunction was caused degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited scratched in the acoustic lends, also the adhesive around the acoustic lens is chipped, the adhesive of the bending rubber is detached. There was no patient involvement.